Event description:
It was reported that the device had a damaged cord. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event and d4: UDI number is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d4. UDI, h3 and h6 - evaluation codes: updated d3, g1, and g2 email is: (B)(6). Device evaluation: one device was returned for investigation. Visual inspection found the device was received with a bent microswitch. Water tank cover is cracked on the upper left. Quick connect is corroded. Printed circuit board (pcb) is missing led. Enclosure is cracked under quick connect. Functional testing found the line cord failed electrical testing. The complaint was confirmed. Root cause was unable to be determined. Probable cause would be faulty line cord. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.